Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that a patient called legal stating that the pin in his leg that connects to the ball deteriorated. All metal parts were going into muscle and he had to have another surgery to have all the devices removed and replaced. The surgeon had to cut into his bone and remove the hip.

Manufacturer narrative:
The event was identified as a duplicate previously reported under MFR report #0002249697-2017-02903.

Event description:
It was reported that a patient called legal stating that the pin in his leg that connects to the ball deteriorated. All metal parts were going into muscle and he had to have another surgery to have all the devices removed and replaced. The surgeon had to cut into his bone and remove the hip. Update: the event was identified as a duplicate previously reported under (B)(4).